Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error and sometimes buttons were difficult to press. Customer stated that the insulin pump had unexplained no delivery alarm and motor errors. Customer reported that insulin pump had rejected new batteries and battery did not last seven days. Customer stated that insulin pump had failed battery test and hairline fractures in casing towards the top where the reservoir goes in and towards the bottom. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.